Event description:
It was reported "after insertion, counterpulsation was initiated and it was found that the balloon could not be opened completely, which could not be improved with repeated attempts. After withdrawal of the extracorporeal retubing set, normal counterpulsation. Later, the withdrawn balloon was tried with a syringe, and it was found that the balloon was over-wrapped and twisted, and could not be opened properly". To continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number (18f24b0027) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a black plastic bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Two kinks to the iabc central lumen within flex-tip assembly area were noted at approximately 5.9cm and 6.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The customer submitted videos were reviewed. The first video shows the iabc bladder under fluoroscopy and the bladder was not fully inflating during pumping. The second video shows the iabc bladder not fully inflating/would not fully unwrap outside of the patient. Both videos are consistent with the reported complaint. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, which indicates a crossover leak between the central lumen and iabc helium pathway. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. Upon further cleaning/inspection, the iabc central lumen was noted broken at the previously noted kink at approximately 6.7cm from the iabc distal tip. The leak from the iabc distal tip and iabc luer end are consistent with the broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 5.9cm from the iabc distal tip, which is the location of the previously noted kink. Some blood noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 77cm from the iabc luer, which is the location of the previously noted damaged/broken central lumen. Some blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not be opened completely" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen can result in blood entering the helium pathway and an inability of the bladder to fully inflate. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is undetermined. Corrections have been established for this issue as a result of a corrective and preventive action (CAPA), and this device was manufactured prior to the release of corrective actions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after insertion, counterpulsation was initiated and it was found that the balloon could not be opened completely, which could not be improved with repeated attempts. After withdrawal of the extracorporeal retubing set, normal counterpulsation. Later, the withdrawn balloon was tried with a syringe, and it was found that the balloon was over-wrapped and twisted, and could not be opened properly". To continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "unknown".